Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the interconnect cable. He verified system boot up and that there was no flickering on the monitor during fluoro. The system is operating as intended.

Event description:
The customer reported that both screens flickered and rolled. Sometimes when moving the cord from the c-arm and monitor scan, it clears up for a while and then will start to flicker and roll again. No patient injuries were reported.